Event description:
Facility reported "blood leak in the dialysate compartment of the dialyzer". No pt ill effect. Minimal blood loss. Blood cultures were drawn and prophylactic antibiotics were administered. Sample is available. Awaiting info from the facility.